Event description:
It was reported the patient has had a headache since pump implant and they are in the hospital today to do a blood patch but an MRI was required before the procedure. The patient initial dosage had been set at a rate of 100mcg/day, however, the patient¿s physician reduced the dose to 60.76mcg/day as they thought it could be the medication causing the headaches. The pump was used to deliver baclofen. Additional information later received reported the patient experienced severe low [blood] pressure and post-implantation headaches. The pump and catheter were attributed to the cause of the event; however, it was unknown as to the pump and catheter issue. A CT (cat scan) scan was performed which showed no leaks, and a blood patch was done which improved the patient¿s headaches. The patient experienced ¿severe headaches greater than three weeks¿ with nausea and vomiting. The patient was hospitalized as a result of the event, and the patient outcome was considered a non-serious illness/injury.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. (B)(4).